Event description:
The customer reported via phone call that they were experiencing issues with inserting the sensor. The customer's blood glucose was 297 mg/dl. The customer explained that the needle had detached from the sensor while in the serter. The customer was advised to press and hold the serter button while shaking to release the needle hub assembly. The customer agreed to return the complete sensor. The customer was advised that their sensor would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the insertion needle separated from the sensor. However, this complaint is again the insertion device.